Event description:
It was reported that during set up / inspection for use, the bronchovideoscope experienced a e226 scope communication error. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.